Event description:
Nt821731c - the distal stopcock breaks where the system attaches to the drain bag. System was in use 3-5 days and broke as a result of rn staff changing the collection bag.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). No lot number information provided by the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 58 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) units sold within past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.14 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag." The risk level is considered moderate. Based on complaint of "breakage at drain bag attachment." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the distal stopcock breaks where the system attaches to the drain bag. System was in use 3-5 days and broke as a result of rn staff changing the collection bag.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag effect (harm): delay in patient treatment residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.